Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600 mg/dl which was treated with syringe and then it came down to 400 mg/dl then it goes to 69 mg/dl then goes up to 230 mg/dl. Customer states that insulin pump had unexpected restart and had battery out limit. Insulin pump will not be return for analysis.